Event description:
No additional information.

Manufacturer narrative:
A 20019e7ds product was not available for investigation of (B)(6); the lot number was unavailable. The feedback provided by the customer states that, " the tube was punctured during use, and it start leakage." Further information from the customer has stated that the event was identified before priming and there is no patient harm. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20019e7ds set over the past 12 months.

Manufacturer narrative:
B.3. Date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had damaged tubing. The following information was provided by the initial reporter: the smartsite bi extension was used on patient, but the tube was punctured during use, and it start leakage.